Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the (.), #5, #6, #7, #8 and the #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #(.) Key will occur following the selected key's function (e.g. When the #1 key is pressed 1(.) Will be displayed, alphabetically: when the "abc" key is pressed, the a will be displayed along with a second audio response without interfering with mdl drug searching opportunities the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a "keypad" problem, which was clarified during baxter's evaluation as a keypad output that is repeated. It was also reported there was no patient involvement.